Event description:
New information noted that the patient had endocarditis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-27385. It was reported that the patient presented with a fever unknown origin, dyspnea, and malaise. Upon review, it was discovered that the patient presented with an infection. It was noted that the transesophageal echocardiogram revealed vegetation on or near the tricuspid valve. The entire system was explanted. The patient was in stable condition.